Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to be within specification during testing. The reported condition was not verified. The reported condition was unable to be reproduced or flow tested due to an unrelated issue. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. It cannot be stated that the device was fully examined in relation to the customer allegation, however, device will undergo full release testing prior to return to customer in order to ensure proper function. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused improperly. It was set up to run and then stopped or was set up incorrectly. Fat emul was entered into the pump with no volume, follow rate or time. The event occurred during delivery in general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.